Event description:
It was reported that the lead was explanted and replaced due to high capture threshold. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.